Event description:
It was reported that an unspecified amount of time following the implant of this transcatheter bioprosthetic valve in a patient with moderately tortuous and severely calcified anatomy, a lesion of the left anterior descending artery was discovered. During a stent placement procedure to treat the lesion, the stent caught on the struts of a transcatheter valve and dislodged. Despite the stent dislodge, the physician was still able to deploy the device at the lesion.

Manufacturer narrative:
Continuation of d10: product ID {stent onyxng40034ux onyx 4.00x34rx}; product lot/serial number {(B)(6) }; product type: {stent}; implant date {(B)(6) 2025 }. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.